Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the peritonitis. The treatment included vancomycin (intravenously (IV), dosage and frequency not reported) for peritonitis. The patient was recovered from the peritonitis. On an unreported date, the pd catheter was removed and the pd therapy was discontinued. Additional information was requested but was not available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14c11039 and h14c07078. There were no issues detected during the manufacturing processes associated with the reported issue. Should additional relevant information become available, a supplemental report will be submitted.